Event description:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. It was reported that the lead was implanted after the use by date. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).